Event description:
Patient reported ¿deflation¿. Later healthcare professional reported "deflation". Later healthcare professional reported ¿rupture¿ and ¿capsular contracture baker grade ii¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.